Manufacturer narrative:
(B) (4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The patient reported the surgeon implanted a 12.1 mm micl 12.1 implantable collamer lens in her right eye (od) on (B) (6) 2009. The patient reported having lost vision due to the development of a cataract. The icl was explanted and the cataract removed.